Manufacturer narrative:
Follow-up #1 - the device was returned to (B)(6) laboratory. Visual examination of the device found normal use presentation with level 2 cartridge condition. Nut in locked position. Probable root cause for complaint is exceeding the one (1) minute dwell time in the forward dwell position. Instructions for use indicate that device should not be left in this position for longer than one minute. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported by the territory manager, that during implantation of the intraocular lens (iol) the trailing haptic refused to unfold and the iol had to be removed. It was unclear from the initial report if the removal of the iol was performed in a secondary procedure or during the initial procedure. No patient data, nor the date of the event, implant/explant dates or other details were provided.

Manufacturer narrative:
The device was returned to (B)(6) laboratory. Visual examination of the device found that the intraocular lens (iol) was stuck at the distal tip. The nut was in the locked position with not detent deformation. The most probable cause of the failure is the one minute dwell time in the forward locked position was likely exceeded. Instructions for use indicate the device should not be left in this position for longer than one minute. Manufacturing records were reviewed. All process operations presented in the manufacturing record were in compliance. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
. Catalog number: pcb0000210. The intraocular lens (iol) was returned to our manufacturing site for an inspection which revealed that no lens was inside the cartridge or assembly. The preloaded insertion system was found with a pushrod completely screwed through the cartridge. The functional test cannot be performed in the sample received since preloaded system is a single-use medical device. All pertinent information available to abbott medical optics has been submitted. Placeholder.